Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although there is no indication of a systematic error of the brainlab device, the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place, there have been no permanent negative effects to the patient reported to brainlab by the hospital. The most probable root cause for the inaccuracy is that the reference array used for the registration of the patient was damaged. When exchanging this unsterile reference array with the sterile array, the difference between those lead to an inaccuracy. This situation was apparently not detected by the user with the according measures in place, amongst others, the verification functionalities of the navigation software that are available. The according measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer a replacement for the bent reference array and to offer additional training to this hospital.

Event description:
An insertion of a cranial shunt was planned to be performed with the aid of brainlab navigation. During the procedure, the surgeon: performed and verified the initial registration of the patient, draped the patient and changed the navigation reference array, placed the shunt with the aid of navigation, realized that the shunt was not placed as intended. The surgeon reported an inaccuracy of about 5 mm. In the following conventionally performed part of the surgery, he made additional unsuccessful attempts to place the shunt. The surgeon then decided to abort the surgery and to perform an additional CT scan. The revision surgery has been successfully performed with the aid of brainlab navigation on the same day. The hospital informed brainlab that the patient was slower to wake up and recover because of the multiple attempts to place the catheter.